Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The non-conforming sd ram card was replaced to resolve the issue. The system was then tested and met all product specifications. The sd ram card was received and a visual assessment of the returned sample found no obvious non-conformities. The sample was then installed in a calibrated system and the reported event was replicated. The sample was found to be non-conforming. The complaint was confirmed. The system was manufactured on april 12, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming sd ram card. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, after startup of the unit, the system froze and the screen displayed mosaic images. An alternate system was used to proceed with surgery.